Event description:
It was reported that an asymptomatic patient presented in clinic for follow up when a sudden increase of ventricular capture threshold and pacing lead impedance were observed. Fluoroscopy of the lead showed no anomaly. The lead was capped and replaced.